Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer was leaking diluted blood. Customer reported the leak was not contained within the instrument. Customer reported the volume of the leak was about 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe the leak upon arrival at the customer¿s site. The customer indicated they had cleaned the rinse block before the fse's arrival and resolved the leak issue.

Manufacturer narrative:
(B)(4).